Manufacturer narrative:
This MDR follow-up #1 submitted 10/13/2016. (B)(4). Method: the actual device was evaluated. Results: no failure detected. The device passed electronic and liquid quality control testing. Conclusion: unable to confirm complaint. No failure detected, device operated within specification. (B)(4).

Event description:
Follow-up #1.

Manufacturer narrative:
This MDR submitted 09/30/2016 references accriva diagnostics' complaint number (B)(4). This initial report is submitted prior to availability of all required data and before the device could be evaluated. Actual device not evaluated. Process evaluation was performed. DHR reviewed showed no ncrs, capas, instrument repairs or other anomalies related to this complaint. Results: no results available since no evaluation performed. Conclusion: device not returned. Accriva has requested all data required for form FDA 3500a.

Event description:
Healthcare professional reported discrepant act results using a hemochron signature elite and act-lr system during a cardiovascular procedure. The target act range was 250 to 300 seconds. After IV heparin was given, a series of whole blood samples were assayed for act measurements. The fourth act result was 387 seconds, which was a result that was higher than expected. Another blood sample was drawn a few minutes later and was assayed on a second hemochron signature elite instrument using the same reagent lot (f6jlr176). The act reading was reported as 236 seconds, which was a result that was to be expected. The case was managed using the second elite and act+ system. No adverse effects were reported. Electronic and liquid quality controls consistently passed on both elite instruments. The procedure for whole blood collection by the user and storage of the reagent cuvettes were reviewed and found to be consistent with labeled instructions.